Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection point during use after injecting the IV medication. The following information was provided by the initial reporter, translated from dutch to english: "after injecting the IV medication, the injection point on the venflon causes leakage." "1. The defect did not lead to a serious injury. 2. A medical procedure had to be performed, i.e. Another venflon puncture. 3. However, the treatment plan had to be adjusted, as intravenous anaesthesia was not possible until a new venflon was punctured. 4. It was not necessary to take any other action. 5. Someone was exposed to the fluid (blood), but there was no contact with mucous membranes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection point during use after injecting the IV medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "after injecting the IV medication, the injection point on the venflon causes leakage." "The defect did not lead to a serious injury. A medical procedure had to be performed, i.e. Another venflon puncture. However, the treatment plan had to be adjusted, as intravenous anaesthesia was not possible until a new venflon was punctured. It was not necessary to take any other action. Someone was exposed to the fluid (blood), but there was no contact with mucous membranes."